Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: no defect was found.. The black box begins on 09/21/2013. The pump was used after the original complaint date (B)(6) 2012 and all histories and black box data for event have been overwritten. There are no alarms related with the complaint in the current black box or alarm history. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. The pump was tested on a 29-hr flow accuracy test; the pump passed and was found to be delivering accurately and within the required specification. The pump information for the complaint date has been written over, unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient experienced erratic elevated blood glucose (bg) for several weeks. The patient's bg was reported to have elevated to as high as 494 mg/dl and experienced accompanying nausea, vomiting and large ketones. The patient was treated for the high bg with injections of lantus and novolog. The patient was reportedly admitted to the hospital on (B)(6) 2012 at 9:30 am with the diagnosis of bg levels in the 300-400 mg/dl range and dka. The patient was reported to have become dehydrated from fluid loss associated with vomiting and was rehydrated with IV fluids in the hospital. While in the hospital, it was reported that the patient's mother injected her own 4 units novolog insulin into the patient at 11:30 am for a bg of 339 mg/dl. The patient's bg continued to climb despite insulin boluses until late in the afternoon when the bg came down to 50 mg/dl, attributed to the IV fluids. The patient was reported discharged from the hospital at 6:00 pm and was resumed on insulin pump therapy with the patient's mother giving extra insulin boluses to keep the patient's bg within normal limits. The reporter stated that the patient's endocrinologist informed her that they had been using bad insulin because even though the expiration date and clarity were good, the insulin was assumed to have lost potency when the refrigerator it was being kept in lost power due to a storm. New insulin was obtained and begun use and the patient's bg reported came down to 261 mg/dl and the patient was reported to be feeling much better. The insulin pump was reviewed with animas customer technical support and revealed the basal delivery is correct as well as the bolus deliver. The total daily dose added up correctly and the prime history was also correct with no suspending recorded in the history. This complaint is being reported because of the allegation of use of bad insulin causing a serious adverse event and subsequent hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.